Event description:
It was reported that the coil (subject device) detached during surgery. The coil was withdrawn, and another coil was used to finish the surgery. There were no patient complications or injury reported due to this event.

Event description:
It was reported that the coil (subject device) detached during surgery. The coil was withdrawn, and another coil was used to finish the surgery. There were no patient complications or injury reported due to this event.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Based on the investigation and information available, this issue is associated with a product that meets design and manufacturing specifications, and was used in according to the directions for use, but device performance was limited due to procedural factors/operational context.

Manufacturer narrative:
The subject device has not been returned.